Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 75% stenosed and moderately tortuous. Predilation was performed. The physician was unable to cross the lesion with a 3.5x20mm liberte bare (mr) stent. It was noted that the stent distal got lifted. The physician successfully completed the procedure with another with the same device. No patient complications were reported and the patient's status is good.